Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturcut needle driver was analyzed and found that failure analysis found the primary finding of instrument grips -tips bent to be related to the customer reported complaint. The instrument was found to have one bent grip causing them to be misaligned. The grips were not found to be cracked. There was a 0.62 mm offset at the tips. Common causes of the failure mode bent instrument grips-tips are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collision with other instruments. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure."

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was suturing properly; however, several minutes later, the forceps were not holding the suture thread correctly, and it was observed that the jaw of the instrument appeared to be broken, preventing it from closing completely. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the jaw was broken.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.